Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ICU patient desaturated to 30% and no alarm was generated by the monitor. The family of the patient noted the patient was blue and the oxygen saturation was low, so staff was notified. The patient was resuscitated but did not require re-intubation. Engineering explained the 10 second desaturation delay for the monitor to the nurse manager; however, it was indicated the delay was longer than 10 seconds.

Manufacturer narrative:
The following communications were performed: it was reported the ICU patient de-saturated to 30% and no alarm was generated by the monitor. The family of the patient noted the patient was blue and the oxygen saturation was low, so staff was notified. The patient was resuscitated but did not require re-intubation. A philips remote service engineer (rse) explained the 10 second desaturation delay for the monitor to the nurse manager; however, it was indicated the delay was longer than 10 seconds. It was indicated the patient was stabilized with bls intervention and they had sustained no permanent harm. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the audit logs provided by the customer. The results of audit log analysis are as following: the alarm for desaturation was generated at 17:25 on the surveillance monitor and pic ix right away and was acknowledged two minutes later at 17:27. In addition, the red alarm was generated again at 17:30 and silenced by the user 18 seconds later. Audit alert type audit action type alert datetime bed label action lifetime ID device name 5 '-1 (B)(6) 2024 17:25 yellow alarm sound played. Pic ix: icusv1. 0 '-1 (B)(6) 2024 17:25 t517 *** desat 76 < 85 generated at 17:25:21. Icumon17. 1 '-1 (B)(6) 2024 17:25 t517 **spo2 78 <88 ended. Icumon17. 1 '-1 (B)(6) 2024 17:25 t517 sector: **spo2 78 <88 ended. Pic ix: icuov1. 0 '-1 (B)(6) 2024 17:25 t517 sector: *** desat 76 < 85 generated at 17:25:21. Pic ix: icuov1 5 '-1 (B)(6) 2024 17:25 red alarm sound played. Pic ix: icuov1. 1 '-1 (B)(6) 2024 17:25 t517 sector: **spo2 78 <88 ended. Pic ix: icusv1. 0 '-1 (B)(6) 2024 17:25 t517 sector: *** desat 76 < 85 generated at 17:25:21. Pic ix: icusv1 5 '-1 (B)(6) 2024 17:25 red alarm sound played. Pic ix: icusv1. The case has been further escalated to cas and the device configuration file was reviewed, revealing the monitor was configured for an alarm reminder time of three minutes. The alarms were acknowledged at 17:27:09 and 17:27:10, which meant that the desaturation alarm would not sound again for this bed until 17:30:09, but the desaturation alarm condition ended at 17:28:29. This meant the reported spo2 value of 30% might have occurred at any point from the time the desaturation alarm was generated until it ended, or after the alarm was acknowledged. In addition, per the review, there was a delay between a physiological event at the measurement site and the corresponding alarm indication at the monitor. The delay had two components. One, the general measurement delay time between the occurrence of the physiological event and when the event was represented by the displayed numerical values. For the spo2, this was affected by the averaging time for the spo2 values. The configuration was checked, and the average time was set to 10 seconds. Secondly, for the spo2 value, there was the configured alarm delay, which was 10 seconds for this monitor. The configured desaturation delay was 20 seconds. Based on this information, the device performed as configured and there did not appear to be any malfunction. Based on the information available and the testing conducted, the cause of the reported problem was due to the user configuration. The reported problem was not confirmed. Analysis was performed and investigation has been completed. The device configured desaturation delay was 20 seconds. Based on this information, the device performed as configured and there did not appear to be any malfunction.